Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited a critical battery alarm. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual inspection. Functional testing revealed that the battery had a safety flag enabled. Supplemental testing revealed there was a communication error between the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller and the integrated circuit that measures cell pair voltages. This communication error caused the battery to trigger a safety flag and become inoperable. A reset of the main integrated circuit was able to remove the flag and resulted in the battery regaining functionality. Log file analysis revealed that (1) one critical battery alarm was logged on (B)(6) 2017 at 11:38:53 hours. The critical battery alarm was due to (B)(4) having a charge of 5% relative state of charge (rsoc). Based on the available information, the internal communication error may have contributed to the reported event; the communication error may have caused the battery to report the incorrect capacity before the flag was triggered. The most likely root cause of the reported event can be attributed to an internal communication error. If information is provided in the future, a supplemental report will be issued.